Event description:
It was reported that during use of the bd vacationer® cpt¿ cell preparation tube with sodium citrate the glass tube broke in the centrifuge and resulted in patients having to have bloodwork redrawn. The following details were provided from the customer (translated from chinese):on (B)(6) 2019, after the customer use 4ml cpt tube (B)(4) to draw blood from patients and then centrifugate at 1700g, 22 celsius degrees for 30 mins, 3ea tube cracked and exposed the blood samples into the centrifuged machine. Due to this issue, patients had to been re-withdraw the blood. Internal transportation: the tubes are transported internally by internal employees, so internal transportation would not cause the tube to crack; centrifuge: the centrifuges used in the lab are eppendorf and thermo and both machines are maintained regularly.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for glass breakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacationer® cpt¿ cell preparation tube with sodium citrate the glass tube broke in the centrifuge and resulted in patients having to have bloodwork redrawn. The following details were provided from the customer (translated from (B)(6)):on (B)(6) 2019, after the customer use 4ml cpt tube (pn362760) to draw blood from patients and then centrifugate at 1700g, 22 celsius degrees for 30 mins, 3ea tube cracked and exposed the blood samples into the centrifuged machine. Due to this issue, patients had to been re-withdraw the blood. Internal transportation: the tubes are transported internally by internal employees, so internal transportation would not cause the tube to crack; centrifuge: the centrifuges used in the lab are eppendorf and thermo and both machines are maintained regularly.